Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The issue was found to be with battery tray 7. The tray was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the battery indicator was flashing. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the returned battery tray could not confirm any failure as it passed visual inspection. Small scratches were seen from normal use. No corrosion, expanding or leaking of batteries. Battery tray 1 was the only tray returned. Battery 1, 12.81 vdc, bat. 2, 12.81, bat 3, 13.19 vdc and bat 4, 13.19. Total voltage 52.00 vdc. Voltage is as expected. No problem found.